Event description:
Per complaint (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Device received is different from that which was submitted on the initial 3500a report. Corrected d4 as the part catalog # is834710 and not 824711. Unknown information: a4 - patient weight was not provided. D4 - lot number is unknown and expiration date is unknown. H4 - device manufacture date not known.